Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 bd unit completely dead. Account name: (B)(6) medical group. Account #: (B)(6). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n. Asset location: contact: (B)(6). Contact email: contact phone:(B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help with 8015 bd unit serial # (B)(6). Failure device type: failure problem type: failure mode: case resolution: tech called in for help on 8015 bd unit is completely dead not sure what happen it came off the floor today saying it want power on, ask tech did he replace the battery no, tech will replace let charge see if that resolve the issue explain the next steps can be the power supply board then next would be the main board on unit. Confirm part numbers for logic board & power supply board also confirm quote for repair.